Event description:
Report of device "self delivery" received. The biomedical engineer was told that the pump was set to deliver meperidine 10 mg/ml, 20 mg/hr continuous with a 30 mg pca dose, 15 minute pt lockout and a 4 hour limit of 200 mg. After one hour of operation, the display indicated delivery of 37 mg. A pca bolus was in progress, and the nurse stopped the pump. She reported that the pt pendant had not been pressed to request bolus delivery. Multiple attempts to obtain more info from risk mgmt have been unsuccessful. The biomedical engineer was told there was no pt harm and no medical intervention was required. No add'l info was available.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for the lifecare pca is approx. 2.84/million sets.